Event description:
Customer reported via phone call that insulin pump experienced time anomaly. It was reported that the time on pump was not keeping the correct time as it kept slowing down. It was also reported that insulin pump was cracked at display screen corners. Customer's blood glucose was 100 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Unit was set to proper time and date. Time was slowing down by 6 minutes due to faulty interface board. No time anomaly noted afterwards. Unit received with cracked case on display window corners, minor scratched lcd window, cracked lcd window, cracked reservoir tube lip, and cracked battery tube threads.